Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: d4:unique identifier (UDI) . D8:was this device serviced by a third party? H4:device manufacture date. Evaluation summary: the endoscope was not recognized because the scope lock lever was loose and the endoscope was not locked. (The sensor detects when the lever reaches the locked position and initiates communication with the endoscope.) Reconnected the processor and scope, it could be used normally. The scope was repaired by the third party and returned to the hospital. Stabilized the endoscope locking lever.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The system was stuck, the screen capture was abnormal, and the electrical connector was loose and unstable. This event occurred at the time of unknown. There was no report of patient harm.